Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her ipg in awhile, hence the ipg was inoperable. The patient underwent surgical intervention on (B)(6)2016 to remove and replace the ipg. Therapy has been restored and issue has been resolved.